Manufacturer narrative:
Evaluation findings: the most likely cause: user error. The insulation shows severe burns/damage to the insulation at the distal end. A probable reason for this could be that the electrode was operated for too long or with a too high voltage. The IFU clearly states, that the instrument is intended for a recurring peak voltage of max. 3.0kvp and only suitable for the short-term coagulation. Since the item was already over 10 years old on the date of the event, it is also possible that there was wear and tear due to the likely applications over time the item has been in the field. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the materials reported in this case having issue that the tip of the laparoscopic hook broke during a procedure and 1-3mm of this fragment is now retained in the patient. The surgeon decided to use the thoracoscopic diathermy to do this after the harmonic stopped working. During the cutting, the tip of the hook broke off and was lost in the thoracic cavity. It was looked for thoracoscopically and could not be found at the time using ii, it has however been seen on a post-op plain film.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).